Manufacturer narrative:
Concomitant medical products: electrosurgical generator, unknown make or model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. The instructions for use advise the user: "if preloaded, use of wire guide with metal tip ercp devices may result in damage to external coating and/or tip of wire guide." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. The coating came off the wire and there were huge problems. The following additional information was received on 10/2/17: the hydrophilic sheath strips of the distal part off the wire. It gathers/bunches and this affects all aspects of an ercp exchange, stenting, and balloon sweeps. The wire needs to be switched out during the procedure.